Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a supraventricular tachycardia ablation procedure using an inquiry steerable ep catheter, a cardiac perforation occurred. As the inquiry steerable ep catheter was advanced into the coronary sinus, the patient became hypotensive an tachycardic. Cardiac tamponade was diagnosed and a pericardiocentesis was performed in the procedure room, CPR was performed and the patient was taken to the operating room. Surgical exploration revealed a dissection of the coronary sinus, not a myocardial perforation, and a repair could not be performed. The patient was stabilized and sent to the ICU.